Event description:
It was reported that an alert was triggered on this pacemaker for atrial intrinsic amplitude out of range. Device data indicated that no undersensing was observed. The presenting electrogram showed two instances of farfield oversensing. Battery status was reported as acceptable, and other lead measurements were noted to be satisfactory. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.